Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) had fallen twice landing on the ipg site. In addition, it was noted that the pt had gained weight since implant. The ipg had subsequently moved and turned and the pt was no longer able to establish communication between the ipg and charging system. The physician elected to proceed with surgical intervention. The ipg was explanted and replaced which resolved the reported issue.